Event description:
The physician contacted pmt on (B)(6) 2008, to report that the expander was leaking due to a split in the tubing. It is unk if the device was replaced with another device to complete the procedure but it was surgically removed.

Manufacturer narrative:
This report is being initiated following an FDA field audit, recommending a complete review of past complaints. This filing is a result of that review.